Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the electric pen drive device could not be switched off, and it started spontaneously. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) of 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device ran in looked position and therefore, the pre-test was not possible. It was further observed that the device had an unintended activation/motion and an insufficient/low power. It was further determined that the device failed pretest for check for unintended motion, check power with power test bench and check speed with tachometer. Therefore, the reported condition of the device not being able to switch off, and starting spontaneously was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).